Event description:
I have a tandem t:slim insulin pump that stopped working causing my blood sugar to go over 300. I have been using the t:slim for 2 years now. My current pump was a replacement of a failed pump from 2 weeks ago. That failed pump was a replacement of a pump that failed 3 weeks before that. There is something clearly wrong with this pump if I have had 3 failures in 2 months. There was no damage to any of the pumps. Each time the pump fails, my blood sugar goes sky high for a couple of days while waiting for the replacement in the mail. FDA safety report ID# (B)(4).